Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level. Suspected cause was due to customer lack of training in how to deliver boluses. Recommendation was made to consult with healthcare provider regarding diabetes management.